Manufacturer narrative:
Product ID 3889-28, lot # v340504, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient felt stimulation like normal but had a loss of therapeutic effect. The reporter stated that the event occurred about a year ago, at which time the patient also had her bladder "tacked up." It was noted that the patient correlated the procedure to "tack up" the bladder with a loss of efficacy from stimulation. It was reported that the patient had tried all programs and had increased amplitude multiple times with no success. The patient status was noted to be "good." Additional information has been requested but was not available as of the date of this report.